Event description:
Following a magnetic resonance imaging (MRI), the device as found to be in backup vvi mode (bvvi). The device has not been programmed into MRI mode. A device reprogramming is anticipated to resolve the event. The patient was stable with no consequences.

Event description:
Additional information was received that the device was successfully reprogrammed to resolve the event. The patient was stable with no consequences.